Event description:
Device malfunction: none. Symptoms/ae: in-stent restenosis. Time of ae: approx 26 months after the procedure. It was reported that approx 26 months post a right internal carotid artery stenting procedure, and 18 months post angioplasty for the in-stent restenosis, in-stent restenosis recurred. The in-stent restenosis was treated with placement of another rx acculink within the stent. There was no adverse patient sequelae reported. One day postprocedure, the patient was discharged to home. Although requested, there was no additional information provided.

Manufacturer narrative:
(Previously enrolled under study). The stent remains in the patient. The lot number was provided. Restenosis is a known possible adverse event associated with the use of the device, as listed in the rx acculink instructions for use. There was no device malfunction reported. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.